Event description:
Info received indicates the bed had no functions working.

Manufacturer narrative:
The technician found the wires pulled from the transformer to the manifold. The technician replaced the transformer to repair the bed.